Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the suture broke approx. 9.5 in. Total length of both returned suture was approx.19 inches. The needle was not returned. The cause is undetermined, however a likely cause is user-applied excessive forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when the ar-7500 tape was loaded into the knee scorpion and inserted it into the meniscus, the tape broke. No adverse effect on the patient.